Event description:
It was reported that the ventilator failed the pressure transducer and flow transducer tests during pre-use check. There was not patient involvement. Manufacturer ref. #: (B)(4).

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and an air gas module was replaced and returned for investigation. The air gas module regulates the inspiratory air gas flow to the patient. The received air gas module was mounted in a reference ventilator where it failed the pressure transducer and flow transducer tests during pre-use check as reported. The failures were caused by a defective delta pressure transducer on a printed circuit board inside the gas module that had an offset drift over time. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The received device logs confirm the reported problem. We could trace back the reported problem to (B)(6) therefore the date of event was determined as (B)(6) 2018. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).